Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that reported phenomena were not duplicated, and also found that the scope communication error b30 occurred. Then, the subject device was transferred from sorc to omsc. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing, it was found that the endoscopic image of the subject device became like sandstorm display, and the scope communication error e226 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the coating of the image sensor unit cable inside the bending section had been partially peeled off and the exposed imaginary shielded wire had been damaged. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (sandstorm display, error e226, and error b30) could not be identified. However, based upon the investigation result, omsc surmised that the reported phenomenon attributed to the breakage or electrical short circuit of the image sensor unit cable, which might be caused by unexpected stress due to a temporary disruption of the alignment by external stress, such trocar diagonal insertion/removal. If additional information is received, this report will be supplemented.